Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 1 year 5 months (calculated from the date system controller was shipped to the implanting center.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the red driveline release button on the system controller was difficult to depress, and did not appear to function properly. This was found during system controller software upgrade. The system controller was exchanged without issue. The patient was provided a new backup system controller. No clinical symptoms were reported.

Manufacturer narrative:
The replaced system controller was returned for evaluation. The reported event of difficulty depressing the red driveline release button on the device was not confirmed during analysis. The system controller was functionally tested using laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. Several laboratory test lvads were able to be connected/disconnected to the returned system controller without any notable difficulty. Visual inspection of the bulkhead did not reveal any foreign contaminant. The system controller was dismantled and the bulkhead assembly is unremarkable. The latch mechanism was able to freely move within the bulkhead. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.